Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the lead was delivered at the time of report and was ¿found unsealed.¿ it was restated the seal of the lead delivery box was opened when received from delivery. It was stated the lead was not a health hazard to the patient. Additional information noted the lead was previously scheduled to be used in a case the week after report. It was noted instead the lead would not be returned and would be discarded. A supplemental report will be filed if additional information is received.